Event description:
During an af procedure, it was noted that the tip of the catheter was fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.